Manufacturer narrative:
There are nine complaints from the same hospital and doctor in another country against polysorb sutures, where they have reported that there were suture line reactions post-operatively occurring after hip surgery. There have been no previous complaints against any of the lots reportedly used during these surgeries.

Event description:
Procedure type: right hip total endoprostheses. According to the reporter: the suture worked correctly during the initial surgery. After several days, reactions occurred on the fascia which looked similar to spider webs. Cavities or holes were then observed in the fascia and accumulation of fluid occurred, which caused pain to the pt. Serum creation and secretion occurred. In 2007 a reoperation occurred: inlay-change and the smear was sterile. On eighteen days later, the smear was positive. The pt is now doing well.